Event description:
The patient developed a severe skin reaction under and surrounding the surgical adhesive. This patient had a similar reaction to dermabond during a previous surgery. The reaction was "pustule-like" on and around the surgical incision and was noticed at a post op visit. She was treated with prednisone and benadryl. (B)(4).

Manufacturer narrative:
The distributor of octylseal, (B)(4), received the initial complaint from the user facility and did not notify the manufacturer, chemence medical products, inc. (Cmpi) that a complaint was received ((B)(4) 2011) or that an MDR would be filed. (B)(4) filed the initial MDR on behalf of cmpi on (B)(4) 2011. During periodic review of previously filed mdrs, cmpi noted that we, as the manufacturer, never filed an MDR for this event. The purpose of this report is to document the event on behalf of the manufacturer of octylseal, cmpi. Lot number information was not provided and a detailed investigation could not be completed for this specific incident. Some patients are sensitive to cyanoacrylate and skin reactions may occur according to device labeling. It was noted in the initial report that this patient had a known sensitivity to ca adhesive as she had been previously treated with dermabond and had a similar reaction. Dermabond and octylseal are substantially equivalent. The device was not returned nor is there any additional information available to enable a more detailed investigation.